Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple temperature alarms occurred while the customer was charging the pump at room temperature. The customer's blood glucose was 137 mg/dl. Ultimately, the temperature alarms cleared and the customer resumed insulin delivery.